Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the large needle driver instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken cable. The instrument was found to have one grip close cable broken at the distal idlers. The idler pulley was able to spin freely and did not exhibit damage. The cable segment was observed to be sticking out at the instrument's wrist. Engineering evaluation concluded that the cable broke under tensile loading. The other cables of the instrument's wrist did not exhibit any damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.